Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported following a cataract extraction with an intraocular lens (iol) implant procedure he has trouble driving at night due to rings around headlights, or halos. There are two medical device reports associated with this patient. This report is for the right eye. No further follow up was conducted, as the consumer requested that the surgeon not be contacted.